Manufacturer narrative:
Eval: our eval of the returned device confirmed the report of handle separation. The handle stem and spool have separated, rendering the device inoperable. The clip component was not included in the return. Due to the condition of the returned device, we were not able to conduct a functional test in an effort to confirm the report of difficulty with clip release. A discrepancy that could have contributed to this report was not observed during our visual inspection of the returned prod. Dried body fluids were present on the distal end of the outer sheath. After a review of the device history record for this device, we can report that no discrepancies or anomalies were observed. We were unable to conduct a sample test from this lot because, the devices were previously distributed. Conclusions: we were unable to conduct a full investigation due to the condition of the returned device. A definitive cause for the reported difficulty with clip release was unable to be determined. A separated handle can occur if the device receives excessive pressure, perhaps in response to difficulty with clip release. This can also occur if the luer lock is not properly connected to the handle after exposing the clip for deployment. Failure to make this connection secure can cause the handle to separate if the device is held at an angle and pressure is applied to this portion of the handle assembly. The instructions for use for this prod line advise the user to advance the device through the accessory channel in short increments. This activity will aid in device preservation. Prior to distribution, all triclip endoscopic clipping devices are subjected to a visual inspection and functional test to ensure device workability. During the MFR stage, the handles are inspected for separation. A review of the device history record confirmed that this lot met mfg requirements prior to shipment. Corrective action: a corrective action has been implemented in an effort to reduce occurrences of handle separation for the triclip endoscopic clipping device. This device was MFR prior to implementation of this corrective action. No further corrective action warranted at this time because of the condition of the returned prod prohibited a full investigation; the report of difficulty with clip release was unable to be verified. Customer quality assurance will continue to monitor for complaint trends.